Event description:
It was reported that there was a general complaint of air in line alarms when no air was visible in the tubing. The administration set was swapped between seven (7) different pump channels and air in line alarmed although no air was visible in the tubing. The clinician indicated that this resulted in delayed medication administration and that the infusion was completed without a pump using gravity infusion. There was patient involvement, but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.